Manufacturer narrative:
(B)(4). Pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. No back light anomaly was noted. Unit was received with cracked battery tube threads and cracked case at corner of the belt clip rails. The p-cap locks properly into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen was light and changing the display did not make the screen clearer. Insulin pump failed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.